Event description:
Reportedly, at the end of the procedure, upon removing the cannula, the surgeon noticed the tip was missing. The tip was located in the patient's cavity and removed without incident. No patient injury reported.